Event description:
Date of event is unk. (Reported to be in 2008). Pt reported when she had the hydro ablation procedure done in may, her uterus was perforated. The pt reported that this was not due to faulty equipment. The perforation healed on its own and did not require any medical intervention.

Manufacturer narrative:
Info supplied was completed by the manufacturer based on info obtained from the user facility. The lot number of the suspect device is unk; therefore, the manufacture and exp dates cannot be determined.